Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, an 840 ventilator was inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) was not able to duplicate the alleged issue. The se ran calibration and testing and the ventilator operated within the manufacturer specifications.